Manufacturer narrative:
The device was returned and evaluated. Microscopic examination was performed and found one bent haptic. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, the root cause could not be conclusively determined; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that after the implantation of an intraocular lens (iol) into the left eye, a bent haptic was noticed. The incision was enlarged for the removal of the iol, a back up lens was implanted, and the wound was closed with nylon sutures. Outcome of the patient is good.